Event description:
It was reported that the mobile programmer application displayed data as question marks on the data summary screen and on the data summary report from the interrogation of an implantable device. Troubleshooting steps were taken to include swapping out the mobile programmer application for a programmer which resolved the issue. It was further reported on analysis that loss of blue-tooth connection occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application displayed data as question marks on the data summary screen and on the data summary report from the interrogation of an implantable device was confirmed. Also, it was observed the signal strength was poor, leading to loss of connection until it was recovered successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.